Event description:
The customer's mother reported that the customer was taken to the emergency room due to excessive bleeding at the insertion site, where the sensor was. Advised the mother that the sensor may have been inserted into a capillary. The mother stated that she began crying, and freaked out when she saw the amount of blood. The mother stated that the needle is too big, and she will be going to another company. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.